Event description:
Info rec'd indicates the pump motor will run but there is no up or down functions at all and the manual functions did not operate either. The valve was replaced but the issue remains.

Manufacturer narrative:
Technician replaced the hydraulic manifold to repair the bed.